Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6)2017 where the entire scs system was removed and replaced. Therapy was resumed postoperatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing high impedances and autoreducing. Reprogramming was unable to resolve the issue. X-rays were taken and showed no anomalies. The patient was reprogrammed for burst therapy on (B)(6) 2017 which did not resolve the issue. Surgical intervention may be pending to address this issue.